Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing pain, partial disability from the legs down, tightened pyloric and overall decreased quality of life. The patient is currently awaiting removal of the device and is taking pain medication. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.